Event description:
Technician reported that this bed was found out of service in the basement. There were no injuries due to the brakes not holding. This bed has no brakes.

Manufacturer narrative:
Tech adjusted the brakes to resolve the issue with this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.